Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-sep-2024, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 21-feb-2025, UDI#: (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding apatient receiving intrathecal fentanyl (concentration unknown) at 188.8 mcg/day via an implanted pump for non-malignant pain. It was reported the patient was at the healthcare provider¿s last week to have the pump checked because the patient had lost a lot of weight - 150lbs in 8 months. It was noted since about a week ago they thought the pump had flipped and they would intermittently not feel the effects of the fentanyl. It was reported they usually feel the itch from the fentanyl, but since last week they would intermittently not feel the effects of the fentanyl. The patient confirmed they successfully felt a bolus at 1:08am but felt like the pump had turned a little and the pump "floats". It was noted the patient thought they were able to get the pump back in place, but they have not felt the effects for any of the other boluses today and they only have 1 bolus left of the 8 per day (50.1mcg per bolus). The patient called the hcp saying, "its happening again" and they have an appointment with the hcp tomorrow. The patient mentioned the following medical information: has a condition (agent was unable to understand) that effect a gland that expands their stomach, intestines and uterus in an edema making the patient look 9 months pregnant due to the swelling from their kidneys were not address fast enough. The patient confirmed the pump was in their stomach. It was noted the pump was still in the pocket, but the pocket was football shaped due to the weight loss. It was noted it was close to the surface and easy to feel. The patient used a compression garment to hold things in place. It was also reported the patient was on a diuretic and work out to help the lymphedema. The patient now has a food aversion. It was reported the patient takes a medication for heart failure because they not only lost their kidneys but went into organ failure. The patient said their heart was much better, but they were now prone to pulmonary edema so they had to take medications and must eat, or they would vomit. The patient also mentioned they have muscle spasticity and a tremor. The agent assisted the patient in connecting to pump and the patient was able to request/receive bolus. It was noted it was ¿normally really fast but sometimes it doesn't want to¿. The patient felt the difficulties connecting may be due to the weight changes they have had. Then it was reported ¿I've only felt 2 of the last 24 boluses that I've taken.¿ the patient had an appointment with hcp at 8am tomorrow and would discuss. Additional information was received from a consumer on 2024-01-11 and it was reported the patient thought the catheter may have a kink. The patient went to the doctor today and a rep was there. The rep suggested removing the ability for the patient to bolus and reviewed flex dosing which patient did not want to do.